Event description:
It was reported that during a neural infusion procedure, the tip could noe be observed under fluoroscopy. It was also reported that the infusion catheter and the guiding did not fit well. Pt status is listed as "ok".